Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip and a scratched display window noted during visual inspection. No button response due to corroded keypad traces. Unable to confirm motor error alarms due to keypad anomaly. The device had a corroded home switch. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 200 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.